Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during implant surgery on (B)(6) 2019, the patient experienced high impedances at the lead. In turn, the physician removed the lead and replaced it, which addressed the issue.